Event description:
During preparation for use of the device for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor would display plaid and cris-cross lines when powered on. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.